Event description:
During a lung resection procedure, the instrument was difficult to close inside the cavity. The surgeon broke the handles to remove the device. The hosp reported that no pt injury had occurred.